Manufacturer narrative:
The customer did not submit test materials to mts for investigation. Therefore, the complaint could not be confirmed. No definitive root cause could be determined. The customer indicated that the instrument was operating as expected and that service was not required. This customer has not logged any similar incidents.

Event description:
The customer indicated that the ortho provue analyzer produced false negative results for a patient's samples containing anti-k. Retesting of the samples in manual method and the provue produced positive results. The samples were from an oncology patient who received blood transfusion on weekly basis. The patient was transfused with one k pos unit. Transfusion reaction was not reported as a result of this incident. If a significant antibody/antigen interaction is not detected during antibody screen testing, or is not identified upon further testing, the patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction.